Manufacturer narrative:
Testing and investigation found that the device alarmed s321(motor error -pmc, left) malfunction code. A visual inspection found the mr2 motor was difficult turn by hand. This may be due to a damaged motor gear. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, the device alarmed with a s321 (motor error - pmc, left) malfunction alarm code. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.